Event description:
The customer reported that the system will not save cine runs. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep rebooted the system several times and tested the cine operation for any failures. He was unable to duplicate the cine problem.